Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer stated that the lcd screen is broken. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass noted. Unable to perform displacement test or self test due to lcd physical damage. The insulin pump had cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.